Event description:
It was reported that the physician intended to deploy two stent grafts to treat a pseudoaneurysm in an av fistula in the patient's right upper arm. The physician deployed the first stent graft without any issues. While advancing the second system to the target site, the tip of the delivery system got entangled with the previously deployed stent graft, resulting in a 10 cm movement of the implanted stent graft. The physician was able to separate the tip from the stent graft and removed the system from the patient without further complications. The physician successfully deployed another stent graft to complete the procedure. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.